Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a nurse that the patient had a flexiseal fecal management system (fms) placed on (B)(6) 2016 due to the patient having a c-diff infection. It was reported that on (B)(6) 2016, a cwon (certified wound ostomy nurse) identified an ¿fms injury.¿ the flexiseal fms device was removed on (B)(6) 2016. It was further reported that several fms devices were placed and removed on (B)(6) 2017. The nurse described the fms injury as a full thickness pressure injury extending from the anal mucosa to the perianal skin of the anal margin. It was also reported that the perianal injury was treated with gentle cleansing, barrier wipes and generous coverage with a moisture barrier to the perianal area. The patient outcome was not provided; however photographs dated (B)(6) 2017 was provided with the described tissue damage evident. No further details have been provided.